Manufacturer narrative:
Internal complaint # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The clear silicone insulation on both jaws were observed to be intact, no visual defects were observed. The heater wire was observed to be flexed away from the hot jaw at the center, with detachment at the tip, but remained attached at the base of the hot jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure 'peeled" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent". Specific actions for the reported confirmed analyzed failure material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise : (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.